Event description:
Patient was planned d & c hysteroscopy, laparoscopy with sterilization and an endometrial ablation. Multiple attempts were made with sound to dilate the cervix prior to finally dilating up to 14 mm. Hysteroscopy could not be performed. The physician proceeded with the laparoscopy and with direct visualization was able to continue to dilate cervix and perform hysteroscopy. Novasure endometrial ablation was then attempted. As with the sounds, the novasure equipment appeared to be hitting an edge within the cervix. With continued pressure, the novasure was finally advanced, but was noted to be perforating the posterior uterus. The ablation equipment was removed. Multiple attempts were made to cauterize the posterior uterine wall, but bleeding remained continuous. The patient had an abdominal hysterectomy. Follow-up reveals: estimated blood loss was 200 ml's. The physician feels the perforation was due to the patient's unusual anatomy.